Manufacturer narrative:
Based on the claim against the product by the customer noting that the cadiere forceps instrument could not be removed from the trocar, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product for failure analysis. The instrument was analyzed and found to have a broken main tube. The distal tip was separated from the instrument and was returned with the instrument. The cables were still attached. A missing piece was suspected. The root cause of this failure is typically attributed to mishandling/misuse. Additionally, further inspection found a broken grip cable at the distal end and broken distal pitch cable at the distal end. The root cause of both failures are indicative of mishandling and misuse. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This instrument contains the improved pitch cable crimp retention design, and the crimp was not readily visible during failure analysis. From engineering team review, the crimp will not fall out unless the grip assembly is severely damaged. The complaint regarding the reported issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cadiere forceps (cf) instrument could not be removed from the trocar. The customer had to cut the cf instrument in order to remove it from the trocar. Use of the instrument was discontinued. The procedure was completed using a backup instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool. No fragment fell inside the patient. The surgeon did not perform port incision enlargement to remove the instrument from the trocar. There was no procedure delay.